Event description:
The information received from the (B)(4) study indicated that approximately (B)(6) months after the index procedure the patient died due to a renal neoplasm. The clinical events committee provided additional information that this information was found in the social security death index. The site reported the category of death as medical; but a cause was not identified. No additional information will be forthcoming. For the index procedure the patient was admitted symptomatic with an 85% stenosis in the bifurcation of the left common carotid artery of 15mm in length in a 6.0mm vessel diameter. The (arch iii) lesion was eccentric and severely calcified. A 9 x 30mm precise pro rx stent was deployed with no malfunction or associated major adverse event. An angioguard rx had been successfully deployed and retrieved with no technical problems or associated major adverse event. The residual diameter stenosed measured 9%. There was no neurologic deficit when the patient left the angiography suite. The patient was discharged on the following day without any adverse events. There was no adverse event during the 30 days month follow up.

Manufacturer narrative:
The adjudication minutes received (B)(4) 2012, disagree with the previous diagnosis as reported by the site that the contributing etiology for the patient's death approximately (B)(6) months after the index procedure, was medical in origin and not neurological in origin. Although there is no additional information regarding the etiology of the patient'¿s death, the adjudication minutes notes that a neurologic cause could not be excluded. The information received from the sapphire study indicated that approximately (B)(6) months after the index procedure, the patient died due to a renal neoplasm. The event was reported to be unrelated to the index procedure and the cordis devices. For the index procedure the patient was admitted symptomatic with an 85% stenosis in the bifurcation of the left common carotid artery. A 9 x 30 mm precise pro rx stent was deployed with no malfunction or associated major adverse event. An angioguard rx had been successfully deployed and retrieved with no technical problems or associated major adverse event. There was no neurologic deficit when the patient left the angiography suite. There was no adverse event during the 30 days month follow up. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. As no cause of death could be identified it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Please note also that the lot number is not currently available and is indicated as unknown. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: intra-procedure: heparin. Pre and post-procedure medication was clopidogrel.